Event description:
It was reported through a legal event that a (B)(6) women underwent hernia repair surgery on or about (B)(6) 2015. The surgeon performed the recurrent incarcerated midline and incisional hernia repair at the medical center (B)(6). During the hernia repair surgery, the surgeon implanted a strattice mesh in the patient. The records indicate it was strattice mesh item 3030002, lot sp100244-319. After surgery, the patient returned to the hospital on or about (B)(6) 2016 for a mesh explant surgery at the medical center (B)(6).

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot sp100244 included a review of the reported information, review of the device history records, and a review of the complaint history records with no remarkable findings, including no other complaints reported against the lot and no deviations or non-conformances revealed during processing. The lot was aseptically processed, terminally sterilized within the process parameters and met all qc release criteria. To date, of the (B)(4) devices released to finished goods, (B)(4) have been distributed with (B)(4) devices reported as implanted. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.